Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump possibly was not giving the site change reminder that occurred twice. The contact reported that the customer's blood glucose (bg) levels have been high and low and may have been affected by this issue; however, contact did not provide specific bg values. During troubleshooting with tandem technical support (cts), contact verified that the site change reminder was set to "off". Cts assisted the customer with updating the setting.